Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (service code 204) has been confirmed. Upon investigation the electrode belt failed incoming functionality testing. The cause for the failure was isolated to an open yellow (pgnd) wire in the trunk cable. The root cause for the open wire was excessive force. No adverse event resulted from the defective electrode belt. The electrode belt malfunction did not cause or contribute to the reported skin irritation. Evaluation method: biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue defibrillation gel.

Event description:
A distributor contacted zoll to report that a patient had a skin irritation. The patient reported that the irritation was concentrated under the device where it laid on his back, and that irritation had developed in the skin creased under the device. The patient's physician advised that he may use a prescription cream (triamcinolone) from a pre-existing skin condition on the new irritation. Follow-up indicated that the irritation had completely healed. A us distributor returned electrode belt sn (B)(4) and reported that a patient was receiving service code 204 (belt/monitor unusable).